Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 151mg/dl. An infusion site change was performed and additional occlusion alarms were received. Reportedly, the customer wears the pump against their skin. Troubleshooting was performed and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin deliveries were successfully resumed.